Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that was not resolved following ballooning. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.